Event description:
Device report from synthes europe reports an event in (B)(6) as follows: battery does not function. It stops working after a short period of time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a additional service history review of the device has been performed and did not show any results as the battery casings will not be repaired. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure. During the pre-repair diagnostic assessment, the service technician identified the following failure code general wornout. The capacity of the battery too low. Battery washed. The service technician identified the probable root cause normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that in previous months another battery from the same batch has been in for service (different customer, service order (B)(4)) on (B)(4) 2014 - failure code: _xxxx_ no failure found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.